Event description:
We received a report that an intraocular lens was explanted from the patient's right eye after it was discovered he had unexpected post-operative refraction. Another lens was implanted during the same procedure.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or nonconformities. Diopter measurement records were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.